Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 53 mg/dl; cause was unknown. Customer consumed carbohydrates to address the elevated bg and was under observation at the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.